Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Subsequently, the device which had been previously reported as lost, was located and returned for a post-market analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the device memory indicated that a voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones, had premature battery depletion (pbd) and a code 1003 was detected. Upon interrogation a low voltage alert was observed. A save memory to disk was performed and analyzed which confirmed a device anomaly. Boston scientific technical services (ts) discussed issue and recommended device replacement. Additional information was received indicating that this device was explanted and replaced. However, it was confirmed that this device will not be returned since it was lost by the hospital staff. No adverse patient effects were reported.

Event description:
--